Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action and returned product testing found the device did not perform as described in the field action. Product event summary : the device was returned and analyzed. The device did not meet expected longevity. Analysis results of the device and internal components were as expected for a pacemaker at eri (elective replacement indicator). Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant product : 5076 implantable pacing lead (B)(6) 2007, 6949 implantable tachy lead (B)(6) 2007. (B)(4).

Event description:
It was reported that the device indicated elective replacement (eri) early. The device was explanted and replaced. No patient complications have been reported as a result of this event.